Manufacturer narrative:
Analysis confirmed that no abnormalities were found during the inspection of the device. Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding the event that occurred during a med procedure for the patient diagnosed with lumbar hernia. It was reported that the instrument could not fix steady. Product is returned and its replacement status is unknown. No patient injury / complication is reported.